Event description:
The manufacturer received information alleging a discrepancy between the actual measured value and the displayed value causing low circuit leak alarms. There was no harm or injury reported. The device was not in patient use. The device was returned to the manufacturer's service center and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the evaluation a service required alarm indicating a failure of the flow sensor was observed. The device's oxygen blending module board was replaced to address the issue. The device was cleaned and tested and passed all final testing.